Manufacturer narrative:
A ge rep evaluated the sys and reset a tripped circuit breaker. The system operates as intended.

Event description:
The customer reported a faulty circuit braker that 'works when shaken'. This would result in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.